Event description:
It was reported that the patient presented to the clinic remotely via merlin. Net. Transmission showed that the patient's implantable cardiac monitor (icm) was intermittently oversensing p wave and t wave resulted in inappropriate atrial fibrillation episode. Programming changes were made. The patient was in stable condition.